Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing. Review of the egm's revealed intermittent ventricular capture and loss of capture. Programming changes were made.